Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. The dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. No injury or medical intervention was reported.